Event description:
It was reported that this cardiac resynchronization therapy pacemaker system with a left ventricular (lv) lead was explanted a couple years after implant. No product allegations have been received at this time. A new system was successfully placed. Additional information has been requested but not provided at this time. No additional adverse patient effects outside of the replacement procedure were reported. The lv lead has not been returned at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This correction report was submitted due a change in field h6, device codes. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker system with a left ventricular (lv) lead was explanted a couple years after implant. No product allegations have been received at this time. A new system was successfully placed. Additional information was requested but not provided. Due diligence has been completed. No additional adverse patient effects outside of the replacement procedure were reported. The lv lead has not been returned at this time.